Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 260 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that an unexpected reset occurred. There was no reported impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.